Event description:
It was reported that the programmer software locks up every few times a device is interrogated and must be powered off. No patient involvement or complications were reported as a result of this event. It was reported that the programmer software locks up every few times a device is interrogated and must be powered off. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the programmer software locks up every few times a device is interrogated and must be powered off. The radiofrequency (rf) head was returned with the programmer, was analyzed, and subsequently tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cause of the programmer locking up was registry corruption. The hard drive was reconfigured and software was reloaded. It was also noted that the keyboard was missing. (B)(4): analysis found that the insulation was worn off of the radiofrequency (rf) head cable.